Event description:
One touch ultra meter would not power on and was displaying the battery icon. The medical affairs specialist spoke with the pt's spouse in 4/05. The pt takes glyburide daily for diabetes; the spouse did not know the dosage taken. The pt had experienced "severe diarrhea" for 5 to 6 days. They had not been regularly testing with the reported meter. They continued taking their daily glyburide medication. They had no symptoms of high or low blood glucose level until friday morning when they became "delirious". The spouse called emt, a result of 29 mg/dl was obtained on the emt meter. Emt treated the pt with oral glucose and took them to the ER. They were treated with IV glucose in the ER and released to home around 12:00 pm. The spouse did not know what results were obtained in the ER. That night, the pt experienced symptoms of hypoglycemia again. Emt was called and took the pt to the ER. Results obtained by emt or in the ER were not known. The pt was admitted to the hosp for 2 days, and then discharged to home. The pt's prolonged diarrhea while they continued to take glyburide may have contributed to their developing hypoglycemia. As the pt had not tested with the reported meter prior to developing hpoglycemia, there is no indication that the product contributed to their experiencing injury and medical intervention. The customer care rep confirmed that the meter displayed the battery icon after the battery was replaced. The meter powered on when the power button was pressed; however, the meter did not power on when a test strip was inserted into the test strip port. Based on the unresolved battery icon and power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced. The spouse confirmed the pt was testing with the replacement meter.